Event description:
The patient's mother reported the patient received multiple unprogrammed boluses from their omnipod system. Blood glucose levels declined to 50 mg/dl. The patient removed the pod and discontinued use of the omnipod system. No medical attention was required for the alleged uncommanded boluses. As treatment, the patient was given glucose tablets and juice. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
In the case description, the user mentioned receiving multiple uncommanded boluses of 5 u. Review of the android log files downloaded from the returned controller confirmed the delivery of multiple 5 u boluses. The audit logs showed 5 u boluses being delivered starting towards the beginning of use of the controller. The audit logs showed 5 u boluses being delivered with a combination of inputs, including with just a carb entry, just a blood glucose entry, both a carb and a blood glucose entry, and with neither a carb nor a blood glucose entry. The logs show a variety of carb amounts and blood glucose levels being entered; however, the same total bolus of 5 u is confirmed and delivered. Instances were also observed of the confirm screen being reached with a bolus of 0 u before the confirm screen was updated with a total bolus of 5 u which was started. The logs show the use sensor button being pressed for each 5 u bolus with a blood glucose value entered and the logs showed the confirm button was pressed for every bolus captured in the log files. No evidence of an uncommanded bolus was observed in the available logs. Testing of the returned controller found no issues that would contribute to the reported uncommanded boluses. Standard touch screen testing was performed, as well as more in-depth touch screen testing throughout the investigation through the developer options showing the exact points of interactions with the touch screen. All inputs were found to register correctly on the touch screen. No phantom touches were seen during the investigation. No unexpected boluses occurred during testing. All boluses delivered during testing followed the correct flow and required interaction with the controller to program. No evidence of an uncommanded bolus was found during the investigation. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.